Event description:
Tech alleged that the head of the bed would not go up. No pt impact.

Manufacturer narrative:
The tech removed the hydraulic valve for that circuit and cleaned it to resolve the issue.